Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose levels. The customer stated that she had extremely high blood glucose of over 500 mg/dl. The customer changed the infusion set and was able to lower her blood glucose to 55 mg/dl. However, at the time of the call, the customer was unable to lower her blood glucose under 240 mg/dl. Troubleshooting was done. The customer expressed lethargy and thirst as symptoms of her high blood glucose. The customer stated that she had no back-up plan ready. The customer was treating herself with insulin pump therapy. The customer explained that she had found air bubbles in the infusion set and may have rewound the insulin pump with the reservoir in place. Advised customer to change the infusion set and reservoir. Advised customer to monitor blood glucose levels and call back if the issue persisted. The customer declined to fully complete troubleshooting for the high blood glucose. Nothing further reported.